Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a pediatric hip osteotomy procedure, the guide block positioner would not slide onto the aiming/ guiding block correctly, and in turn, would not allow the guide wire to be placed in the proper location. The nurse finally hammered the positioner onto the aiming block, and the surgery was completed successfully. There was no reported surgical delay, no fragments were generated, and there was no reported harm to the patient. This report is for one (1) positioning device for guiding block. This is report 1 of 2 for (B)(4).